Event description:
The customer states, the device is displaying the code as 000. The code does not match the strip key. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.